Event description:
It was reported that the patient within the zimmer segmental system study received 3-months of antibiotic treatment postoperatively for an unknown infection. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). G2: denmark. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. D10: additional associated products unknown femoral lot# unk. Unk tibial lot# unk.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: b4, b5, d5, d6, g3, g6, h1, h2, h11. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, d5, g3, g6, h1, h2, h3, h6, h10, h11. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identifications are necessary for review of device history records, none were provided. Insufficient information provided to perform a compatibility check. Complaint history reviews cannot be performed without product identifications. Medical records were not provided. Complaint is not confirmed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event.